Event description:
Information received indicates the brake will engage, but will not hold.

Manufacturer narrative:
The technician found the brake block was broken and the bearings were rusted. The technician replaced the brake block to repair the bed.